Event description:
Patient reported to the manufacturer her unsatisfactory experience after implantation of a sensar intraocular lens (iol) into her left eye one year ago. At the time of the surgery, the patient had discussed with the eye doctor that she would like to result in 1.5 post-operatively so that she would not have to need glasses in familiar surroundings and in front of the computer. This worked out well. In her right eye, she wears a contact lens with -6. The patient reports, with and without glasses, a 'cloudy' (grey haze like) vision which appears to increase disproportional with decreasing brightness. In darkness, she experiences halos and glare from oncoming light sources. She also experiences floaters in her field of vision. In follow-up, it was learned the patient experienced posterior capsular opacification (pco) that was treated with a yag-laser, however she continues to experience halos and glare and cloudy vision. The lens remains implanted.

Manufacturer narrative:
Lens met all manufacturing specifications prior to release. A product was not returned; therefore, the cause for the reported event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens remains implanted